Event description:
The patient's mother contacted animas on (B)(6) 2012 to report that the patient woke up with a high blood glucose (bg) of 452 mg/dl that morning. The patient's mother confirmed the patient tested positive for large ketones and had symptoms of nausea, vomiting, heart palpitations, abdominal cramps and frequent urination. In response to the high bg the patient was given 8 units of humalog insulin and approximately 1 hour later his bg had dropped to 384 mg/dl. At the time of the call, the reporter informed customer support that she had changed out the patient's site in response to the high bg; however, was unable to confirm if the cannula was bent or the condition of the site. Customer support advised the patient's mother to contact the patient's hcp regarding high bgs this complaint is being reported because the patient developed symptoms suggestive of hyperglycemia while on insulin pump therapy. It is not known what may have caused/contributed to the patient's high bg excursion that morning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no insulin delivery defects found during investigation.